Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly underwent a procedure due to pelvic pain. It was alleged that during the procedure an inflammatory wall was found with a 5cm piece of mesh that came up into the wound. It was further alleged that the pathology showed dense connective tissue with fibrosis, inflammation, focal abscess formation, and necrosis. Shortly following the procedure, the plaintiff developed an issue with a leaky valve. It was alleged the plaintiff was unable to undergo heart surgery due to infection. The plaintiff died on (B)(6) 2012. The cause of death was not reported.

Manufacturer narrative:
Lawyer-filed report.